Event description:
Consumer complaint of blood result reading of "hi." Last 5 blood results in memory: hi, hi, hi, 487 mg/dl, 434 mg/dl. No adverse event reported.

Manufacturer narrative:
Internal report number: (B)(4). No product yet returned.

Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction: strip issue or user has high glucose value. Correction of 510(k): (B)(4).

Event description:
Consumer complaint of blood result reading of "hi". Last 5 blood results in memory: hi, hi, hi, 487mg/dl, 434mg/dl. No adverse event reported.